Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer stated that they had an emergency call. The customer reported that he received a no delivery alarm. The customer's blood glucose was over 250 mg/dl at the time of the incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer stated that he was treated with a glucagon shot. The customer stated that he was throwing up. The insulin pump will not be returned for analysis.